Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since 01-jan-2015. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address aseptic loosening. Date of implantation: (B)(6) 2015, date of revision: (B)(6) 2021, (left knee). Treatment: femur, tibial tray, and insert were revised. On (B)(6) 2015, the patient had a left total knee arthroplasty to address severe degenerative arthritis, and chronic quadriceps tendon dysfunction. On (B)(6) 2021, the patient had a revision left total knee arthroplasty to address pain and failed left total knee arthroplasty due to aseptic loosening. Preoperatively the patient was noted to have experienced pain, instability, and difficulty with ambulation, the operative findings included: grossly loose femur at the cement/bone interface. The tibial tray was loose at the implant/cement interface. The tibial tray had drifted into significant varus and there was significant synovium. There was a large cystic area noted in the tibia. The tibial tray, insert, and femoral components were revised. The patient did not have a patella. Doi: (B)(6) 2015, dor:(B)(6) 2021, (left knee).